Event description:
It was reported that an ilet user experienced hyperglycemia following a site-only change and an unannounced meal, with subsequent guidance provided to perform the tubing fill step for the changed site. Symptoms included elevated blood glucose up to 401 mg/dl for approximately four hours, with device alerts for levels above 300 mg/dl for more than 90 minutes and no backup therapy or ketone testing used. Outcomes included no medical intervention, no assistance required, and no acute health effects such as dka or loss of consciousness. Investigation included device-use troubleshooting and user education. Investigation of this case revealed no device malfunction reported and suggested user management factors associated with missed meal announcement and site change handling. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.